Manufacturer narrative:
The handpiece was returned and evaluated. Service verified that the handpiece tip stopped releasing cryogen due to the lee valve and inline filter being damaged. Cryogen delivery issues are mitigated by system generated event codes like ¿tip too warm (ec78c). Datacard logs showed many ¿tip too warm¿ event codes during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. According to thermage flx user manual, burns are a known possible side effect during a thermage flx treatment. It was reported the burns shows signs of possible inflammation. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Event description:
A user facility reported that during a thermage flx treatment session to the face, the machine stopped releasing cryogen. The energy level was reduced and the patient complained that the sensation was very hot. The treatment was then terminated immediately. One day post treatment, the patient contacted the user facility to report that she had suffered burns to the forehead from the thermage treatment and showed signs of infection and that there were some scars on the forehead and her cheeks are saggier. The nature of the injury is reported to be scars with secondary intervention including a scar cream (savlon) to prevent scars and paracetamol to deal with the headache caused by emotion of the situation. Five days post treatment, it was reported that the patient was "ok and the marks are barely seen.¿ the facility has received no further updates from the patient. Available pictures (at the time of the report) were reviewed by the medical reviewer and erythema and small burned areas were visible on patient's forehead. Additional pictures were received a few days afterwards. Two photos taken before the treatment do not show red spots are burn marks while photos afterwards show red spots visible on forehead in some pictures. Additional pictures labeled 5 days post treatment, showed the same red spots but they are not clearly visible due to patient's makeup. No other treatments were being performed in the same area where the symptoms were reported. The patient had botox approximately 3 months prior to the recent treatment in the same area. No other prior aesthetic treatments have been performed on this area. The patient had not been administered any pain medication or placed under anesthesia for the treatment. This incident occurred at about 3-4 reps/sites. The highest energy level used was 5.5/6 on the cheeks( 2-3 times) and 3.5/4 on the forehead. A message appeared on the device screen that the tip was hot. A stamping method was used solta cryogen, and 2.5 bottles of unscented coupling fluid were used. The treatment tip surface was inspected prior to and during use (once every 2-5 pulses. With nothing remarkable to report. The treatment tip has not been used on any other patients.

Manufacturer narrative:
The handpiece has been requested. The datalogs were reviewed and based on the evaluation of the data, the system performed as expected; however, the handpiece did not perform as expected. It appears cryogen was not flowing to the treatment tip. The investigation is underway.